Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Vibrating alert reported defective. No adverse event reported. Pump replaced and requested for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.